Manufacturer narrative:
Other, other text: three photos were received for evaluation. In one of the photos, there was a hole found on the tube. One sample was returned and a hole was found on the tube confirming the complaint. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Other, other text: only the month (B)(6) and year (2020) of the event date are known. (B)(6). Device evaluation in progress.

Event description:
It was reported that during a pre-use check, the operator noticed that medical fluid was leaking from the part where the inflation line and the tubing connect. The leak occurred because of a loose connection. No patient injury or complications were reported in relation to this event.